Event description:
Additional review indicated that the ¿internal guide of the electrode¿ may refer to the stylet. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the internal guide of the electrode was broken when the physician tried to get out once the electrode was implanted. It was stated the ¿electrode¿ was explanted and a new one was implanted. It was noted diagnostic testing and troubleshooting was performed. The patient¿s status at the time of report was reported as no injury or adverse event. It was also stated there were no patient symptoms or injuries related to this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Final analysis of the lead revealed no anomaly. Final analysis of the stylet revealed the wire was broken. It was noted that the stylet wire was broken at the handle and there was overstress/damage. The original handle was not received. The remaining stylet wire was able to be withdrawn without any difficulty, and a known good stylet was able to be fully inserted without any issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.